Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 23 mg/dl. Customer was driving and other people called the police. Customer blacked out and was sent to the hospital. Customer was wearing the device at time of the hospitalization. During troubleshooting, insulin exited with prime. Customer will not be returning the device for analysis.